Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumers daughter reported the string pulled out leaving the pessary inside. Her mother was unable to remove the pessary and had to visit the emergency room for assistance. The doctor removed the pessary and her mother is doing fine.